Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by radiographic evaluation, which noted lucency along the medial and lateral tibial plateau of the tibial component as well as the presence of osteolysis. Root cause remains undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information received.

Manufacturer narrative:
Cmp-(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was revised due to tibial loosening 1 day post implantation.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
.

Event description:
It was reported the patient underwent a total knee revision due to tibial loosening. No additional information is available.